Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A cerebral vascular accident (cva) occurred. It was reported that farawave ablation catheter was selected for use. A concomitant procedure consisting of a farawave pulsed field ablation followed by a left atrial appendage (laa) closure procedure was performed under intracardiac echocardiography (ice) guidance. Transseptal puncture was performed after administration of heparin, with an activated clotting time (act) greater than 400 seconds. A 27mm watchman flx pro closure device was implanted with a single deployment and no recaptures. Final assessment confirmed appropriate position and complete seal. Protamine was administered, and the patient was transferred to recovery in stable condition. Approximately two (2) hours post-procedure while in recovery, the patient developed acute neurological deficits, including loss of sensation in the extremities. A computed tomography (CT) scan confirmed the diagnosis of ischemic cerebrovascular accident (cva). The patient was admitted to the intensive care unit (ICU) for monitoring. No intervention was disclosed and the stroke progressed. A last dose of eliquis morning prior to procedure. The patient is currently hospitalized, transferring to neuro rehab facility.

Event description:
A cerebral vascular accident (cva) occurred. It was reported that farawave ablation catheter was selected for use. A concomitant procedure consisting of a farawave pulsed field ablation followed by a left atrial appendage (laa) closure procedure was performed under intracardiac echocardiography (ice) guidance. Transseptal puncture was performed after administration of heparin, with an activated clotting time (act) greater than 400 seconds. A 27mm watchman flx pro closure device was implanted with a single deployment and no recaptures. Final assessment confirmed appropriate position and complete seal. Protamine was administered, and the patient was transferred to recovery in stable condition. Approximately two (2) hours post-procedure while in recovery, the patient developed acute neurological deficits, including loss of sensation in the extremities. A computed tomography (CT) scan confirmed the diagnosis of ischemic cerebrovascular accident (cva). The patient was admitted to the intensive care unit (ICU) for monitoring. No intervention was disclosed and the stroke progressed. A last dose of eliquis morning prior to procedure. The patient is currently hospitalized, transferring to neuro rehab facility. It was further reported that faradrive and versacross connect for watchman were used transseptal puncture. Symptoms were ongoing. No intervention, stroke progressed. The versacross device did not caused issue or malfunctioned during the procedure. In the physician opinion, it didn't believe that access solutions (transseptal products) contributed to the patient complication. Patient was stable during procedure, not during stroke. The patient is stable now and recovering in rehab. The patient is in the hospital awaiting discharge from neuro rehabilitation facility.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, boston scientific is unable to confirm cause of the reported clinical observations of cerebral vascular accident (cva), numbness and ischemia stroke. The device was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Boston scientific has determined that cerebral vascular accident (cva), numbness and ischemia stroke are known inherent risks of use of this device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for farawave device was completed and confirmed that the events of cerebrovascular accident (cva), ischemic stroke, numbness and additional intervention required are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device cause based on the information provided within the event description. Stroke and other thromboembolic complications are recognized risks associated with left atrial electrophysiology procedures and are addressed within the farawave IFU and risk management documentation. In this case, the patient developed acute neurologic deficits approximately two hours following a concomitant farawave pulsed field ablation and left atrial appendage closure procedure. Imaging confirmed an ischemic stroke, and the patient required ICU admission and neurorehabilitation. The reported numbness is considered a manifestation of the cerebrovascular event. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned for analysis.